Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump received with backlight anomaly. Pump passed the displacement test and sleep current test but failed the active current test due to moisture damage on the electronic assembly. Self-test failed due to pump error 63 (variable 3) during testing on (B)(6) 2022 07:37:09.000. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, stained serial number label damage, and cracked retainer. Pump passed all other required testing but failed the self-test and active current test due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the retainer ring, battery tube threads and corner of belt clip rails. Backlight anomaly and unexpected battery power loss were confirmed due to moisture damage on the electronic assembly. Pump error 63 was confirmed due to broken trace at u1 pin 6 and pin 1 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case and battery compartment was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.